Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 5 mmol/l. The customer mentioned that there was no low battery alerts before replace battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with case cracked behind pump near battery compartment, case cracked behind insulin pump at corner of belt clips rails cracked battery tube threads and unexpected battery power confirmed during testing. Power loss due to loose battery cap. Battery cap is loose due to cracked battery tube threads and vertical crack along battery tube, . Device passed the displacement test.